Manufacturer narrative:
Product complaint # (B)(4). (B)(6).

Event description:
Patient was revised to address aseptic loosening of the tibial components at cement to implant interface. Doi: (B)(6) 2018. Dor: (B)(6) 2018, right knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot device history reviewed 26 november 2019. 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. H10 additional narrative: corrected: h6 (patient). Patient code: no code available (3191) was used to capture insufficient information, medical device removal and surgical intervention.